Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Final analysis found that the device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-37088. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. Under fluoroscopy, it was noted the lead had dislodged. The lead was explanted and replaced. During the procedure, it was noted that the lv set screw on the implantable cardioverter defibrillator (ICD) had been stripped. The ICD was removed and replaced. The patient was in stable condition.